Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came into clinic for a routine visit and his history showed a pump stop. The pocket controller was replaced and customer would like it evaluated. The vad coordinator stated it looked like the driveline wires may have been compromised. She is also sending x-ray of his driveline system controller for review. The pocket controller was replaced due to the pump stop sown in the history log. The customer has taken x-rays of the driveline for tech services to review. Add'l info rec'd revealed that patient rec'd a pump exchange at another hospital by surgeon for device malfunction. The exchange was done by subcostal approach. Rv function going into the operating room was severe and by the end of the case it was moderate/sever. After closing the chest, the patient had tachycardia. An amio bolus was given and electrolytes were repleted. Emergency physician came and interrogated pacer which was working appropriately. Patient came out of the operating room with milrinone 0.125, epi 6, lasix 5, and flolan. An amio gtt was also initiated upon arrival to the cardiothoracic surgery intensive care unit (ctsicu). Since patient showed signs of sepsis prior to exchange and responded well with vanc/zosyn, we are keeping him on that regimen. Patient was sedated overnight with goal maps 70's.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.